Event description:
It was reported in a literature article entitled " balloon kyphoplasty versus kiva vertebral augmentation: comparison of two techniques for osteoporotic vertebral body fractures: a prospective randomized study" a prospective randomized study of 82 patients with 133 fractures who received kiva and 86 patients with 122 fractures that received balloon kyphoplasty. It was reported that 7 bk patients experienced cement leakage and 2 patients experienced acute paraplegia because of intracanal leakage and were re-operated in emergency.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.